Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction. It was reported that their implant zone was hurting really bad and they needed to turn their therapy off, the issue started about one and a half hours ago. Patient stated they were trying to connect their handset and communicator to their implant but they were unable to connect. Patient service specialist walked patient through communicating with their implant and patient confirmed they were able to successfully connect. Patient will turn the therapy off and will discuss with their hcp the medical situation. Additional information was received from the healthcare provider (hcp) via the manufacturer representative (rep). It was reported that the implant site was infected, red and puffy. Antibiotics were required, patient still on antibiotics at time of the report. The ins and lead were removed due to the infection, device was discarded.

Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot# va2vlqb implanted:(B)(6) 2024explanted: (B)(6)2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 07-aug-2025, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2vlqb serial# implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the infection from the device site was not resolved. They said that to resolve the issue device was removed and 20 days of oral/IV antibiotics were given.